Event description:
A failure code 570. No patient injuries associated with this report and there have been no incident reports filed customer stated incident reports filed customer stated incident occurred during patient biomed testing.